Event description:
Baxter account executive reports customer having difficulty with clotted dialyzers after reprocessing. Multiple attempts made to obtain add'l info from the center; however no add'l info could be obtained. The baxter account executive reported no pt injury or need for medical intervention at the time of his initial report.